Event description:
A report was received that the patient underwent a pocket revision due to discomfort at the pocket site. During the revision, two lead extensions were implanted and the pocket site was moved from the left lower buttocks to the left flank. The patient was reportedly doing well following the procedure.